Manufacturer narrative:
Unit has not yet been evaluated by manufacturer; follow-up will be issued as necessary based upon investigation results.

Event description:
It was reported that something inside of the warmer is ripping the cassettes. There was patient involvement, however no adverse consequences are reported.